Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly calcified and mildly tortuous superficial femoral artery. After a non bsc guide wire crossed the lesion, the 6.0mmx60mmx135cm sterling balloon catheter was advanced to the lesion. The balloon was inflated inside an implanted 8mm x 8cm non bsc stent however, it ruptured at 14 atmospheres on the first inflation. No resistance was noted during the procedure. The balloon was completely removed from the patient. The procedure was completed using a 6mm x 8cm non bsc device. No patient complications were reported and the patient's status is good.